Event description:
The patient underwent laser lead removal and replacement of the atrial and ventricular leads. Indications for the procedure: the patient, who has sinus syndrome, had a dual-chamber pacemaker implant years ago. She recently had a generator change a couple of months ago. After her generator change, on pacemaker interrogation, it was noted to have lead malfunction. Lead impedance on the right ventricular lead had substantially reduced and there was no capture of the right ventricle. The atrial lead also appears to have noise. Both leads were extracted intact. There were no complications.